Manufacturer narrative:
Insulin pump received with high stop current, problem isolated to interface board. Insulin pump passed displacement test, self test and off no power test. Insulin pump received with cracked battery tube thread and cracked reservoir tube lip noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a low battery alarm. The customer¿s blood glucose was 145 mg/dl. The customer stated that the battery thread and reservoir thread was cracked. The device will be returned for the analysis.